Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the medtronic internal medical annotation team during review of a digital surgery video that, during a robotic laparoscopic hysterectomy, while dissection of the uterine ligaments was underway, the surgeon console triggered an unrecoverable error message, followed by another message stating, ¿loss of communication with surgeon¿s console, please check the data cable.¿ however, the 3d image on the screen was still present on the console, as were the lights on the pedals and the armrest, which remained on. The led lights on the hand controllers, however, were off. Both ends of the console¿s data cable were checked and appeared to be visibly correct. The surgeon was informed of the need to reboot the console and requested that the bedside assistant removed the instruments from the patient¿s cavity. This was done without any issues using the arm controls. The console was then restarted using the red ac power button located at the back of the console. Calibration of the console was performed on the first attempt and was successful. The surgeon then resumed the surgery through the console and completed the procedure without any further failures. There was a delay of approximately five minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported surgeon console. Four images were received. Two images showed the operating room team interface (orti) screen with warning messages relevant to the surgeon console. The two instruments and endoscope were greyed out. Two images showed the surgeon interactive display of the surgeon console with the same messages that were displayed on the orti screen. The image also showed a screen for the surgeon console calibration button greyed out. Evaluation of the logs indicated that the surgeon console experienced an error code for 'joint encoder mismatch' on joint 4 of the left input device due to a difference in motor and joint encoders exceeding the limit. This led to a non-recoverable error and an error message stating, "warning: surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use.". Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the medtronic internal medical annotation team during review of a digital surgery video that, during a robotic laparoscopic hysterectomy, while dissection of the uterine ligaments was underway, the surgeon console triggered an unrecoverable error message, followed by another message stating, ¿loss of communication with surgeon¿s console, please check the data cable.¿ however, the 3d image on the screen was still present on the console, as were the lights on the pedals and the armrest, which remained on. The led lights on the hand controllers, however, were off. Both ends of the console¿s data cable were checked and appeared to be visibly correct. The surgeon was informed of the need to reboot the console and requested that the bedside assistant remove the instruments from the patient¿s cavity. This was done without any issues using the arm controls. The console was then restarted using the red ac power button located at the back of the console. Calibration of the console was performed on the first attempt and was successful. The surgeon then resumed the surgery through the console and completed the procedure without any further failures. There was a delay of approximately five minutes due to the reported issue. There was no patient injury.